Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that the insulin pump had a filled black circle on the display. He noted that he was teaching a class with the insulin pump facing outward on the belt clip when he received the alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.